Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient implanted for spinal pain reported via the manufacturer representative (rep) that there was a lead issue. The patient was only getting stimulation on one side of the body but needed it on the opposite side. It was unclear what side was not getting therapy. A revision was planned for the near future. The rep had been working with the patient over the phone thus far. It was unclear if the leads had been implanted in the wrong area or if they migrated. The patient had been implanted elsewhere and just moved. The rep was not going to see the patient until the morning of the revision. It had not been scheduled. The date of this event was also unknown. Additional information received from the rep in response to follow-up reported that a lead revision occurred on (B)(6) 2016. The leads had been in the wrong place. The stimulation issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that 2nd implant never had the correct coverage. It was ultimately determined that the replacement lead had been placed to the right of the spine instead of along it. The patient clarified that the 2nd implant had not been placed correctly at implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.